Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that when the side port was removed and flushing was attempted, a crack was observed at the proximal section of the side port, causing water to spray out forcefully. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, an intellanav stablepoint open-irrigated catheter was used. While preparing to perform cavotricuspid isthmus (cti) ablation, the side port was removed and flushing was attempted; however, a crack was observed at the proximal section of the side port, causing water to spray out forcefully. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The device has been received, pending analysis.

Event description:
It was reported that when the side port was removed and flushing was attempted, a crack was observed at the proximal section of the side port, causing water to spray out forcefully. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, an intellanav stablepoint open-irrigated catheter was used. While preparing to perform cavotricuspid isthmus (cti) ablation, the side port was removed and flushing was attempted; however, a crack was observed at the proximal section of the side port, causing water to spray out forcefully. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The device has been received, pending analysis.

Manufacturer narrative:
Blocks d4 (lot number, expiration date, serial number) and h4 have been updated with additional information received upon investigation closure. Upon receipt at our post market quality assurance laboratory, this intellanav stablepoint open-irrigated was visually inspected, and it was found that the irrigation tube was completely detached from the luer fitting at the adhesive joint. Product analysis confirmed the reported events of tubing set damaged/defective and tubing set fluid leak. The reported events were traced to the design specification, and an investigation to address this problem is in progress.